Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted.

Event description:
The customer¿s family reported via phone call that insulin pump stopped working because it exposed to fluid. The customer¿s blood glucose level was 189 mg/dl. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. The customer reported that they changed the battery and the screen remained blank. Troubleshooting was assisted. The device will be return for analysis.